Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a missing bolus button cover and a damaged battery cap. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the pump was examined and the bolus button cover was observed to be missing and the slot on top of the battery cap was observed to be damaged. The bolus button was unable to be tested for response due to the button cover missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).